Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace instrument broke. Fragments fell inside the patient's anatomy and were retrieved from the patient during the same procedure. The procedure was completed and there was no reported patient injury.

Manufacturer narrative:
The harmonic ace instrument was returned and analyzed and found to have the curved blade broken at the distal end. The blade broke at roughly 0.18¿ from the base. The broken piece was not returned with the instrument. The complaint regarding a fragment falling was confirmed by failure analysis.